Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of battery voltage being too low for the projected remaining capacity. Boston scientific technical services (ts) ran device calculation and noted that this device is part of an advisory. Device replacement was recommended. At this time, this device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of battery voltage being too low for the projected remaining capacity. Boston scientific technical services (ts) ran device calculation and noted that this device is part of an advisory. Device replacement was recommended. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, indicative of battery voltage being too low for the projected remaining capacity. Boston scientific technical services (ts) ran device calculation and noted that this device is part of an advisory. Device replacement was recommended. Subsequently, this device was explanted. No additional adverse patient effects were reported.